Manufacturer narrative:
Investigation summary: customers claim a leakage defect. Photos of damage septum were received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when visually inspected for damage septum, cap seal and leakage. Vacuum draw was performed with satisfactory results. In addition, five (5) samples were randomly selected and inspected for cap seal integrity with satisfactory results. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is confirmed based on photos received. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported prior to using bd bactec¿ plus aerobic/f culture vials (plastic) blood leaked from 1 bottle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd bactec¿ plus aerobic/f culture vials (plastic) blood leaked from 1 bottle. No adverse impact was reported regarding the patient or user.